Manufacturer narrative:
Investigation: photos were received by bd for evaluation. A quality engineer was able to review the photos of discardit 5 ml 22g from lot # 9149542, regarding item # 301285 with the reported issue of ¿syringe barrel cracked and blood leakage¿. DHR reviewed found no non-conformities. As no customer retention samples were received by bd, the team investigated the photographs and the retention samples of material number 301285 for lot number 9149542. While the photograph confirmed the crack on the barrel on two of the customer samples, we did not find any defect in the retention samples. The defect is confirmed on the photograph received. After thoroughly investigation and review of received complaint samples it is clear the barrel is cracked and complaint is confirmed. Although machine already has cracked barrel detection system so there may be the possibility of a cracked barrel generation after detection system. Potential root cause is not identified for the defect but probable root cause may be that the syringe got stuck somewhere in transfer conveyer. As a cracked barrel is a critical defect the following actions are proposed to avoid a cracked barrel defect: syringe transfer mechanism changed from pneumatic to servo to reduce shock and for smooth transfer of syringe. Also awareness training is provided to all the concern associate to check the material frequently for effectiveness of change.

Event description:
It was reported that the barrel of the bd discardit ii¿ syringe with needle was cracked and leaked blood during use. This occurred on 6 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "syringe barrel cracked and blood leakage."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel of the bd discardit ii¿ syringe with needle was cracked and leaked blood during use. This occurred on 6 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "syringe barrel cracked and blood leakage."